Event description:
It was reported that this was a actis revision case. Periprosthetic fracture with a hip replacement completed. Replaced with long exeter stem.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information received, "actis revision case. Periprosthetic fracture with a hip replacement completed in the UK. Replaced with long exeter stem" the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo and x-ray investigation revealed nothing indicative of a device nonconformance at the actis collared std size 5, the femoral stem exhibits signs of organic material and what appears to be bone ingrowth adhered to the fixation surface. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed, a periprosthetic femur fracture can be seen. However, there is no evidence that would suggest that the actis collared std size 5 would contribute to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Added: b5, d6b.

Event description:
Additional information received: 1. What is the affected side involved in this event? Left side. 2. Please confirm the date of revision. (B)(6) 2025.